Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was greater than 400 ohms. An x-ray was done and a loose connection was confirmed. The electrode was explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was greater than 400 ohms. An x-ray was done and a loose connection was confirmed. This is considered a device malfunction that could cause or contribute to serious injury. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. There were three sets of screw marks noted on the proximal connector and the sense a contact pin. Two of the marks are in the correct location, the third is off toward the front end of pin. The shock impedance, inappropriate shock, noisy signals, oversensing and connection issue allegations were confirmed - based on evidence that showed insufficient insertion into the pg header (i.e. A connection issue).

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The shock impedance was greater than 400 ohms. An x-ray was done and a loose connection was confirmed. The electrode was explanted. There were no additional adverse patient effects.